Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display leds did not illuminate. Internal examination reveals contamination of the system board. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the far right 8 segment display missing in both top and bottom display. No consequences or impact to patient.